Event description:
A customer reported the plastic door holders of their freestyle navigator transmitter were broken. The transmitter was returned. A visual inspection was performed, a crack was observed on the door latches near the battery compartment and the alignment pin was broken as well. The transmitter went on for further investigation. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury of mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Visual inspection observed a crack/fracture on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter (B) (4) failed the leak test. Remedial action (B) (4) was reported to the (B) (4) district office on 14 apr 2009.